Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown), the device displayed "defib fault 72" and "pacer disabled" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's reports was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing and defib cycle testing without duplicating the reports. An internal inspection found no discrepancies. The pace/defib engine board was replaced and scrapped as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.